Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 600 mg/dl and have treated with the insulin pump. Customer was unable to troubleshoot at the time of the call and was advised to call back to complete troubleshooting.